Manufacturer narrative:
No further investigation is possible due to the fact that the product is not available for return. Based on the available information, a product failure is not indicated, and the most probable root cause is that the insertion wire or the avalon introducer may have been inserted too far and caused the atrial tear. There is insufficient information to fully evaluate this case. A good faith effort was performed to attempt to obtain the missing information, and as no further information is available and further investigation is not possible, the case will be closed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation or action is warranted at this time.

Event description:
(B)(4). Maude report # mw5040413. This report was originally submitted on paper as MFR report # 8010762-2015-00684 and uf/ importer report # (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Maquet cardiopulmonary submits this report on behalf of the legal manufacturer of the device, maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) has requested the device for evaluation. A supplemental medwatch will be submitted if additional information becomes available. (B)(4).